Manufacturer narrative:
The explanted pump was returned for evaluation. Evaluation of the pump confirmed the presence of thrombus. A specific cause for the reported kink could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit was not returned. Examination of the outflow bend relief and outflow graft beneath the bend relief did not reveal any kinks or distortion that would have contributed to a functional issue. Upon disassembly, visual inspection of the blood-contacting surfaces revealed a tissue-like thrombus formation adhered to both the inlet bearing cup and inlet bearing ball. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Another tissue-like thrombus formation was observed within the lumen of the blood tube. The tissue showed denaturation indicating that it was present during device operation. The tissue lacked laminated layering indicating that it did not initially form at this location and may have initially formed on the inlet bearing. Although a specific cause for the development of the thrombus formations and the duration of their presence within the pump could not be conclusively determined, they could have contributed to the report of elevated lactate dehydrogenase level (ldh). Visual inspection of the remaining blood-contacting surfaces of the device did not reveal any evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 77 days.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2017 with unspecified hemolysis symptoms. It was reported that the lvad parameters appeared normal. There were no alarms reported for this event. On (B)(6) 2017, it was reported that the patient experienced elevated lactate dehydrogenase (ldh) and dark urine. An echocardiogram showed limited left ventricle unloading. CT angiogram revealed possible kink in the outflow. The patient was given integrilin and hydration; however, the pump was exchanged on (B)(6) 2017. No additional information was provided.